Event description:
(B)(4). First of all after essure placement I got pregnant with my 5th child who has had allergies and seizures from day one. None of my other children have seizures. There is a cyst that is in his head that has been there for as long as I know, since his first MRI , that is still in the same location now same size for last 7 years. My son has been on medication for this long. I' m not sure if one of the coils migrated into him as a fetus. I myself have constant cramping and bloating, with the weight gain in my abdominal area. I believe that essure has caused me to go into early menopause. I have joint pain in all of my joints that started after essure.